Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray and motion batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was powering down without prompt from the user. It was reported that the issue occurred after 10-15 seconds of driving the imaging system. There was no patient present when this issue was identified. No additional information was provided.